Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. Customer¿s blood glucose level was 24.7 mmol/l at the time of incident and current blood glucose level was 27 mmol/l. Customer was treated with insulin pump. Customer stated that the insulin pump was beeped and replace the battery then battery run low. Troubleshooting was declined for hyperglycemia. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08705 inches. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alarm, power loss alarm, unexpected battery power loss, or audio alarms noted during testing or in the downloaded trace files. Device was received with cracked select button keypad overlay, scratched case and pillowing keypad overlay. (B)(4).